Event description:
Customer reported to sales rep that suture broke one day following abdominal aortic aneurysm repair. Pt was returned to or for repair of the abdominal closure. Pt has recovered and no further complications are reported.